Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble anomaly. Customer stated they inserted 1 unit of insulin and seems blood glucose dropped as insulin pump passed more insulin. When customer balanced the blood glucose suddenly reservoir had air bubble and they experienced high blood glucose as no insulin went through. Customer has been using insulin pump system within 48 hours of the event. Customer was unsure if insulin exited at quick release. Customer continued troubleshooting and air bubbles were not removed successfully. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.